Event description:
The malfunctioning device was a disposable pulmonary artery clamp known as an atricure. It was supposed to function as an ablative tool on the pulmonary artery during the procedure. The hand piece was what caused the problem in this case. When the surgeon attempted to ablate, the device failed to function. This appears to be an out-of-the-box failure. Another device was secured from the storeroom and this one functioned satisfactorily.